Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and experienced noise on ablation electrocardiograms. The procedure was completed without patient consequence. This event is being reported because the bwi failure analysis lab received the device for evaluation and found on product returned char on tip dome measuring about 2mm. This finding is reportable because char could potentially contribute to an adverse event.

Manufacturer narrative:
A) the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and experienced noise on ablation electrocardiograms. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and the tip dome had char. This condition was not reported by the customer. Then per the reported event, the catheter was tested for electrical performance and it was found within specifications due to the char found, catheter was tested for temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint cannot be confirmed.